Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient had an infection. No additional information was known. No further complications were reported as a result of this event.